Manufacturer narrative:
Review of instrument images: review of results files for patient, sample (B)(6) in batch 27807 shows negative reactions for all cells of crrs(3), lot r730 using crric, lot 221642. E positive cell appears to have fuzzy button. Testing was performed on (B)(6) 2016. Control resulted as expected. A service call was made. Discoloration was seen in the probe tubing and probe was replaced. Instrument tested and found to be within specifications. Retention product tesing: pi lab confirmed the reactivity of the e antigen on cell 2 of retention catpure-r ready screen (3) lot r730 on the echo using retention capture-r indicator cells lot 221652 and retention anti-e lot ba631. Controls performed as expected and cell 2 ( donor (B)(6) was 4+ positive. Retention product performed as expected. Returned product testing: pi lab performed a screen assay on the echo using customer returned catpure-r ready screen (3) lot r730 with retention capture-r indicator cells lot 221652 and retention anti-e lot ba631. Controls performed as expected and cell 2 (donor (B)(6)) was 4+ positive. Returned product performed as expected. Pi lab performed a screen assay on the echo with customer returned sample (B)(6) using retention catpure-r ready screen (3) lot r730 and retention capture-r indicator cells lot 221652. Controls performed as expected and customer returned sample was negative in all cells. Cell 2 (donor (B)(6)) was visually negative. Reproduced customers observation. Pi lab performed a hemagglutination tube testing with customer returned sample (B)(6) using retention panoscreen (3) lot 19706 and ficin treated cell 3 (r2r2) of retention panocell 10- ficin treated panel lot 20716. Controls performed as expected and customer returned sample (B)(6) tested 2+ positive at ahg phase with cell 3 of panoscreen (3) lot 19706 and tested 3+ positive at 37 degrees c with ficin treated cell 3 of panocell 10- ficin treated panel lot 20716. Reproduced the customers observation. The customer issue was reproduced with the customer sample only but not confirmed with retention product or customer returned product.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) (crrs 3) on a galileo echo instrument. The sample contained an anti-e.